Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal for the last week. The pump was in safe state due to a low battery reset. The pump was explanted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.